Manufacturer narrative:
(B)(4).the device was received for evaluation. Visual inspection was performed and revealed a defect. Pressure and clear passage underwater testing was performed and revealed a leak. The reported condition was verified. The root cause of the failure mode is method factor and no further actions are required since the complaint was evaluated and improvements on method were implemented within the period established according to the rotation stock timing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing an extension set. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.